Manufacturer narrative:
Patient identifier: (B)(6). Patient gender and weight not available for reporting. 510k: this report is for an unknown va lcp plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of explant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the variable-angle locking compression plate (va-lcp) was implanted on (B)(6) 2017. Six months post-operative the implant broke. Revision surgery was performed on unknown date. Concomitant device reported: screw (part number unknown, lot number unknown, quantity unknown). This report is for one (1) unknown va lcp plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Customer quality conducted a review of the provided x-rays. Plate breakage could be verified from provided x-rays. Risk documentation review confirmed that this complaint condition is adequately covered by the risk assessment. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.